Event description:
It was reported that there was varying impedance due to possible electrolyte imbalance as a result of patient illness. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was varying impedance due to possible electrolyte imbalance as a result of patient illness. It was further reported that there was varying and high impedance, suggesting that this was consistent with a superior vena cava failure. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.